Event description:
It was reported that while the product was being set up, the screen showed an error. The product did not function properly.

Manufacturer narrative:
Additional info will be provided once the investigation is completed.